Event description:
The customer's father reported via phone call that the pump has stopped working, and he wants it replaced.  The father stated that they changed the infusion set, and when they checked her blood glucose, it was in the 400 mg/dl range.  No error alarms or insulin leaks were noted.  The father states he's sure the pump isn't working and requested a replacement.  The father did mention that the pump alarmed motor error about a month earlier.  Advised that the pump would be replaced.

Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Unit passed self test. No unexpected motor error alarm noted during testing. Motor was tested outside the device and passed. However, unit received with slightly corroded battery tube, cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.